Manufacturer narrative:
(B)(4). This lot was manufactured from (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not deliver all of its contents to a patient. The device was filled with fluorouracil and saline solution. After being connected for 48 hours, only 10% of the solution had infused into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.